Event description:
It was reported during use the bd nano¿ 2nd gen pen needle the customer was unable to inject insulin (clogged/blocked). The following information was provided by the initial reporter: the customer reported a needle clog during injection, stated that there is no insulin flow. Consumer does not prime needles.

Manufacturer narrative:
The following fields have been updated with additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9022912. D.4. Medical device expiration date: 2024-01-31. H.4. Device manufacture date: 2019-01-22 . D.4. Medical device lot #: 9253746. D.4. Medical device expiration date: 2024-09-30. H.4. Device manufacture date: 2019-09-10.

Manufacturer narrative:
H6: investigation summary: customer returned (11) used 32gx4mm bd pen needles without tear drop labels attached (5 separated tear drop labels from lot 9253746 were returned with these pen needles). Consumer reported needle clog during injection, stated that there is no insulin flow. All 11 pen needles were examined, and it was observed that all 11 pen needles exhibited a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed on the returned samples. The bent npe cannula would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 11 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent) the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported during use the bd nano¿ 2nd gen pen needle the customer was unable to inject insulin (clogged/blocked). The following information was provided by the initial reporter: the customer reported a needle clog during injection, stated that there is no insulin flow. Consumer does not prime needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd nano¿ 2nd gen pen needle the customer was unable to inject insulin (clogged/blocked). The following information was provided by the initial reporter: the customer reported a needle clog during injection, stated that there is no insulin flow. Consumer does not prime needles.